Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: this lead had high pacing impedances and frequent oversensing of noise. Lead was capped (B)(6) 2019 and abandoned. The patient did not report any symptoms.